Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male pt (age unknown) in ventricular fibrillation, the device displayed a "cable fault' message. Complainant indicated that the pt subsequently expired.